Event description:
The pt stated she has had several infusion set tubings from her current box that have become partially separated at the luer lock. The most recent incident was on the morning of 12/14/06. The pt stated she rec'd an 04 (occlusion alarm) on her infusion device and she noticed that her infusion tubing was hanging from the luer connection. The pt stated that she changed the infusion tubing and her blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.